Manufacturer narrative:
The reported console was reported under MFR # 2916596-2019-01258. Approximate age of the device will be provided with the device evaluation results. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag console and the centrimag motor presented the following anomaly: m6 with overheating of the engine that required replacement of the system. The console and motor were both replaced. No further information was provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h5: the centrimag motor is not a single use device. Investigation conclusion: the reported event of a m6 alarm was not confirmed. The centrimag motor (serial #: (B)(6)) was returned to mcs zurich for analysis and was investigated. A log file was downloaded from the returned and associated console (serial #: (B)(6)) (reported in MFR# 2916596-2019-01258) for review. A review of the downloaded log file did not show the reported m6 alarm. The reported event was unable to be reproduced. The console was tested with the returned and associated console, and a test flow probe, loop, and monitor. The system ran at a speed of 4400 rpm with a flow of 5.5 lpm for 3 days. No errors occurred, and the console functioned as intended. The impedance values of the motor lines were checked after the test was completed and while the motor was still warm. All measured values were within the specified ranges. The impedance values were measured a second time an hour later with identical results. The motor was reworked according to doc. #(B)(4) at msc zurich and passed all tests (doc. #(B)(4), rev. 09). The tested motor was forwarded to the edc belgium. The 2nd generation centrimag system operating manual (doc. #(B)(4), rev. 09) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (doc. #(B)(4), rev. 09) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (doc. #(B)(4), rev. 07) has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (doc. #(B)(4), rev. 09) section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. Although the reported event was not reproduced, reports of similar events have been documented and corrective action has been initiated to investigate the issue further. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.